Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer auxilary 3-1 required maintenance and device not detected on bus. A field service engineer ran tests and verified drawer were recovered to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 3.1 was failed. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.